Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. Three (3) good faith efforts (gfes) to obtain the relevant repair and iabp status related to this complaint issue were made to the customer. However, despite our best efforts, the customer has not responded to any of our gfes. If additional information is provided, we will submit a supplemental report. Device evaluated by manufacturer? Not returned to manufacturer.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) generated a fiber optic sensor module failure. The arterial waveform was reported to have disappeared from the screen and a "no pressure source available" message was generated. The iabp unit was swapped out with another iabp unit and the original iabp unit was sent to the customers biomed for evaluation. There was no patient harm and no adverse event was reported.